Manufacturer narrative:
Manufacturing review: device history records reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: the device returned was one 8 fr groshong catheter segment, powerport MRI isp and proximal catheter segment were not returned. A complete break appeared between the 16cm and 17cm depth markers. As edge rounding, polish and buckling consistent with flexural fatigue damage were observed, the investigation is unconfirmed for break and confirmed for fracture. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (Expiration date: 08/2021).

Event description:
It was reported that the patient was referred from the outpatient center for assessment and removal of the port. During removal the healthcare professional was unable to remove the tip and the patient was sent to interventional radiology for removal. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that the patient was referred from the outpatient center for assessment and removal of the port. During removal the healthcare professional was unable to remove the tip and the patient was sent to interventional radiology for removal. There was no reported patient injury.